Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1005, indicative of shocking into an open circuit, after delivering an appropriate shock. The shock impedance measurements were noted to have gradually increased overtime, with out-of-range measurements of greater than 125 ohms occurring at the time of shock therapy. A revision procedure has been planned, and the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
No patient consent form was signed by the patient, and therefore no product return is expected at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1005, indicative of shocking into an open circuit, after delivering an appropriate shock. The shock impedance measurements were noted to have gradually increased overtime, with out-of-range measurements of greater than 125 ohms occurring at the time of shock therapy. A revision procedure has been planned, and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.